Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found mid stent damage with struts slightly flattened. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-feb-2021. It was reported that advancing difficulties were encountered. The target lesion was located in the right coronary artery, diffuse lesion in the proximal to the middle end, the most severe stenosis was 99%, the middle end of posterior left ventricular artery was 85% stenosis, and the proximal end of posterior descending artery was 60% stenosis. After a guidewire crossed the lesion and reached to the distal end, predilatation was performed with a 2.0x20mm balloon catheter at 8 atmospheres. Angiography revealed that the stenosis was alleviated. The balloon catheter was removed from the patient's body and a 28 x 3.50 promus premier drug-eluting stent was advanced but could not be in place. The stent was removed through the catheter and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.